Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of a ventral hernia, a composix ex mesh was implanted to repair the hernia defect. (B)(6) 2009 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: 23-apr-2008 - patient was diagnosed with encapsulated ventral hernia thereby underwent open repair with the implant of composix e/x mesh (device #1). Per operative notes, "hernia sac quite large in the umbilicus was excised. Then, a composix e/x mesh (device #1) with prolene on top side and ptfe on the peritoneal side was placed into peritoneal cavity and sutured in the abdominal wall." (B)(6) 2009 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent repair with partial explant of mesh (device #1) and implanted with composix e/x mesh (device #2). Per operative notes, "the adherent hernia sac containing omentum was released by adhesiolysis. Then it was noted that the upper portion of the mesh (device #1) from the previous repair was protruding into the sac and was excised, but the lower portion of the mesh (device #1), which was densely adherent to the abdominal wall was left in place. Then a composix e/x mesh (device #2) was placed within the peritoneal cavity with prolene side facing abdominal wall and tacked.¿ attorney alleges that the patient had hernia recurrence, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 11 months post implant of composix e/x mesh, patient was diagnosed with hernia recurrence, adhesions and inflammation thereby underwent repair with partial removal of mesh. Per op notes ¿mesh from the previous repair was protruding into the sac.¿ the adverse reaction section of the instructions-for-use (IFU) lists adhesions and inflammation as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of a ventral hernia, a composix ex mesh was implanted to repair the hernia defect. (B)(6) 2009 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.